Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: hg3bspm01, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 17-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient who was receiving gabalon (unknown concentration at 50 mcg/day) via an implantable infusion pump. The indication for use was "paralysis of limbs." It was reported attenuated effect occurred. The date of incidence was unknown. The attending physician's assessment indicated, "due to the diminished effect, they tried to perform a contrast examination, but there was no backflow, and they planned to replace the catheter, considering the possibility of obstruction or bending. (B)(6). There is no problem with the remaining amount of drug in the pump, and there is no way to check it anymore." The event was considered unrecovered. The event was considered not causally related to the pump, programmer, or surgical procedure, and causally related to the drug and catheter. Further complications were not reported. Additional information was received. The patient had experienced increased tonus. Catheter replacement was performed on (B)(6) 2021. After removing the catheter, water was passed through the catheter and all the water passed, so there seemed to be no obvious physical obstruction. It was reported, "the adhesion of the catheter from the anchor to the connector got strong."

Manufacturer narrative:
Continuation of d10: product ID 8781; hg3bspm01; implanted: (B)(6) 2020; explanted: (B)(6) 2021; product type: catheter. H3: catheter was returned and analysis found a kink in the catheter body. Visual inspection of the sutureless connector (sc) also identified tearing in the cup of the connector and damage to the transition tubing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.